Manufacturer narrative:
Please note, device code (B)(4) no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that at the time of device implant on (B)(6)2017, electrode #0 tested out of range and low. All other electrodes were within range. The test was completed two times. The patient received 100% coverage at this time. Impedance was rechecked at a follow-up appointment 10 days later and all electrodes tested within range. The issue resolved without sequelae on 24-apr-2017. No action was taken. The cause of the issue was not determined. Etiology was possibly related to the device or therapy and possibly related to the implant procedure noting the electrode contact location. The device diagnosis was low impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient implanted with a neurostimulator for spinal pain. It was reported that not all impedance values were in range. It was unknown what actions were taken, and the status of the event was also unknown. No symptoms were reported. No further complications were reported or anticipated.